Manufacturer narrative:
Sections with additional information as of 03-aug-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and to ensure that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message; customer stated she did not recall what the error was. The customer reported feeling dizzy; medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 06/16/2022. The call was disconnected during the troubleshooting process. Three call back attempts were made in effort to reach customer; technician was unable to contact customer via telephone. No further information was able to be obtained.